Event description:
The original incident was with a bivona #3.5 pediatric hyperflex trach tube number 60p035. A client had been changed from a similar size pediatric shiley trach tube because pt had recurrent blue spells/desaturations due to kinking of the tube in certain head positions. After using the bivona trach tube this problem had seemed to be solved until a couple of weeks later when pt had another spell. It was found that the top half of the cannula where it meets the flange had split and was exposing the actual metal coil and fortunately this did not injure pt further. Pt did however have another blue spell but luckily, pt was in close observation at the time. The second incident occurred about ten days ago where reporter wanted to try the cuffless adjustable neck flange hyperflex trach tube on the same child. It was put in the child on a weekday morning and the next day it was discovered by a nurse that the tube had migrated out of the pts stoma to about only one-centimeter left in the airway. Because of this the pt was again at risk. Reporter now moves on to the third incident that took place after discontinuing the adjustable neck flange trach tube. Reporter did not have much choice of which tube to use on this little child so reporter put back in another bivona pediatric hyperflex tube. After being in for one week the tube was about to be changed and was then discovered to be split on the lower half of the cannula proximal to the flange.